Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys interface board was replaced during the svc call. The system was testing and found to be working as intended and put back into svc.

Event description:
It was reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.